Manufacturer narrative:
(B)(4). (B)(4). Jaws unable to open_open after assisted, advancer bypass toward tissue the analysis results of the el5ml found that it was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, it fed four conforming clips and then, the tip of the advancer slid toward tissue stop during the last firing sequence causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. Additionally, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
The facility representative contacted baxter on 21 may 2010 to report the reservoir of one intermate lv 250 device ruptured during patient use. According to the customer, the reservoir ruptured near the end of infusion. The device was filled with 125 ml(mililiter) of gentamycin (abraxis manufacturer, 3.36 mg (miligram)/ml concentration, normal saline diluent). The customer stated a filter was not used during the filling of this device. The samples are not stored in the presence of sunlight or uv (ultraviolet) light. There was no adverse event, patient injury or medical intervention associated with this report. There is roughly 30 ml of solution left inside the housing. The customer does not know if the material is torn, if it formed in a footed shape or if the reservoir is detached from the post. No further information is available at this time.

Event description:
It was reported that during a laparoscopy procedure, the jaw would no longer open when the device was fired without tissue outside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.